Event description:
The customer reported that one of their patients is currently experiencing 6 premature ventricular contractions (pvc's) but that they are not being recorded on the central nurse's station (cns). No further information was provided.

Manufacturer narrative:
The customer reported that one of their patients is currently experiencing 6 premature ventricular contractions (pvc's) but that they are not being recorded on the central nurse's station (cns). No further information was provided. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that 6 premature ventricular contractions (pvcs) were not recorded at the central nurse's station (cns). No further information was provided.

Manufacturer narrative:
Details of complaint: the customer reported that 6 premature ventricular contractions (pvcs) were not recorded at the central nurse's station (cns). No further information was provided. No patient harm was reported. Investigation summary: multiple attempts were made to obtain additional information from the customer, but these requests did not yield any additional information. The customer did not provide data or printouts for analysis. As such, a root cause cannot be determined. As the customer was not able to provide printouts of the event, the event could not be confirmed. Possible causes may be due to use error, misinterpretation of the data, readings having not met the alarm threshold, or the patient's condition. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report. G6 type of report. H2 if follow up, what type?.

Event description:
The customer reported that 6 premature ventricular contractions (pvcs) were not recorded at the central nurse's station (cns). No further information was provided.